Manufacturer narrative:
Concomitant medical products: (B)(6) 2006. Product ID: 377775, lot# v002096, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 355029, lot# n0042730, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
It was reported that the device was indicating 'end of service' therefore the device was replaced on (B)(6) 2012.